Event description:
It was reported that a vesica sling system was implanted on (B)(6) 1998. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
There was a second physician reported with this event. Their contact info is as follows:(B)(6).